Manufacturer narrative:
This event was reported to have occurred during (B)(6) 2019. The lot was manufactured december 4 - 5, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.